Event description:
Report received of an under-delivery. It was reported that the pump was returned from clinical service with an unsigned note of "malfunction" during performance verification testing, the device reportedly under-delivered. There was no tracking information on the pump back to a specific patient, location or nurse. There was no reported adverse event with a patient though requested, there was no further information available.